Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that display screen was blank after falling off a shelf and hitting the floor. Customer's blood glucose was unknown. Troubleshooting was performed and display did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not plugged in properly to j7. The battery tube connector plugged back into the j7, monitored and no blank display noted. No missing segments or partial display during self-test. The power management parameters graph confirmed the unloaded voltage was within the specific range. The device had normal operating currents. No unexpected insert battery alarm noted. The device had a scratched case, pillowing keypad overlay, cracked select button keypad overlay, and a minor scratched lcd window.